Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked top case (front lower left corner). Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over eight years old. Debris was found on the tip of the worm coupling. Actions taken to mitigate the reported issue: replaced motor assembly including stepper motor. Performed occlusion test and all functional tests which passed.